Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced 4 infusion sets accidently pulled out event on (B)(6) 2024. Patient went to hospital. The blood glucose level was 610mg/dl. Ketone level was dangerous and life threatening. Customer replaced infusion set and resumed insulin deliveries successfully no further information available